Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking during unspecified infusion. There was no patient harm.

Manufacturer narrative:
Additional information: the customer complaint of an IV set leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking during an infusion of novilumab 3mg/kg intended to run over 1 hour. There was no patient harm.

Manufacturer narrative:
(B)(4)